Manufacturer narrative:
The insulin pump was received with a minor scratched display window along the keypad overlay by the left-hand side, a cracked reservoir tube lip, and a scratched case at the upper right-side near the lcd window. The blood glucose meter and mini-link transmitter read and communicated properly with the insulin pump. No sensor anomaly was noted. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump's screen was scratched and difficult to read. The customer's blood glucose level was 194 mg/dl. The customer also stated he had sensor calibration errors. Standard troubleshooting was performed. The customer stated the damage occurred when he walked into a door. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.